Event description:
On (B)(6) 2012, it was reported that there was condensation in the insulin cartridge compartment of the infusion device. Trouble shooting was performed with the pt and the insulin cartridge compartment was cleaned. The pt continued to have insulin leaking a few hrs later while he was using the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, adapter, and infusion set were requested to be returned for product eval.